Manufacturer narrative:
The reported event for ipg deeply discharged was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).